Event description:
It was reported that the patient with this pacemaker complained of experiencing discomfort on the pocket area. The physician opted to perform a pocket revision. No additional adverse patient effects were reported. This device remains in service.